Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined a 12-slot pocket fully opens when a drug is selected. A field service engineer successfully logs into the hardware test application to ensure that the mini pockets are properly configured. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis anesthesia system, had mini matrix for fentanyl is fully opening. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.